Event description:
A customer contacted beckman coulter inc (bec) customer technical support (cts) to report burning odor from pc console a leak from the back of the 10 psi regulator. Cts advised the customer to power down the console and remove the power cord from the unit. No injury was reported.

Manufacturer narrative:
On (B)(6) 2011, a bec field service engineer (fse) noticed the instrument was on but the console was unplugged and power off. Fse inspected: the cables, the connections to the upc and checked the console and found all to be in working condition. The monitor and noticed a faint smoke odor, but unable to take the monitor apart. The console and did not see any sign of burnt, worn or warped circuit board. All fans in the console were in working order. The exact source of the burning smell could not be found. Fse proceeded to replace a new console. (B)(4).